Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that the insulation was abraded at 13.5 cm from the is-1 connector pin. Both rv cable insulations were intact. The abrasion was due to friction with the ICD can. No complaint was received with return of the device. Failure (event) observed during analysis.